Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned. The exact cause of the battery depletion could not be determined as the device was damaged during analysis. We did receive performance data collected from the device and have analyzed the data. The device reached eri (elective replacement indicator) due to low voltage on (B)(4) 2011. The ramware version 8 was installed on (B)(4) 2011.

Event description:
It was reported that the patient came to the hospital complaining of feeling sick. Upon interrogation, the device was found to have tripped elective replacement indicator (eri) prematurely. The device rate had switched to a vvi65 mode causing the patient to have "pacemaker syndrome." The patient had recently been updated with a software upgrade to the device, but the battery voltage continued to decline. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient came to the hospital complaining of feeling sick. Upon interrogation, the device was found to have tripped elective replacement indicator (eri) prematurely. The device rate had switched to a vvi65 mode causing the patient to have "pacemaker syndrome." The patient had recently been updated with a software upgrade to the device, but the battery voltage continued to decline. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned. The exact cause of the battery depletion could not be determined as the device was damaged during analysis.